Event description:
It was reported that the patient underwent ventral hernia repair in (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced bowel adhesions to the mesh and presented with bowel obstruction. The patient underwent a bowel operative procedure and possible bowel resection and it was reported the bowel looked healthy and was not incarcerated or dead. The surgeon opined that they felt this was a product failure. It was reported that the surgeon will remove the mesh which had a distinct 3 cm hole in mesh through which bowel is protruding. Additional information has been requested.

Manufacturer narrative:
(B)(4). Bowel obstruction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.